Event description:
This pi is for the impending revision due to tibial loosening. A patient specific implant request was received for the patient's right distal femoral replacement. Noted on the form: revision of cemented tibial component for old stanmore dfr to mate with in situ distal femoral component. UK: 1989 stanmore distal femoral hinged endoprosthesis following resection osteosarcoma r distal femur. (Not noted: patient's femoral component revised in 1993, tibial component retained) 1998 exchange bushings. New zealand: (B)(6) 2011 exchange bushings. (B)(6) 2020 exchange bushings. Underwent percutaneous plating 2021 for diaphyseal periprosthetic tibial fracture (united). Tibial component loosening - for revision.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Manufacturer narrative:
An event regarding loosening involving a patient specific, distal femoral replacement, tibial component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the product history records indicate device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient is planned to be revised due to loosening of the tibial component. The exact cause of the event could not be determined because insufficient information was provided. Additional information including x-ray images, operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the impending revision due to tibial loosening. A patient specific implant request was received for the patient's right distal femoral replacement. Noted on the form: revision of cemented tibial component for old stanmore dfr to mate with in situ distal femoral component. UK: 1989 stanmore distal femoral hinged endoprosthesis following resection osteosarcoma r distal femur. (Not noted: patient's femoral component revised in 1993, tibial component retained) 1998 exchange bushings. (B)(6): on (B)(6) 2011, exchange bushings. On (B)(6) 2020, exchange bushings. Underwent percutaneous plating 2021 for diaphyseal periprosthetic tibial fracture (united). Tibial component loosening: for revision.